Manufacturer narrative:
The device was received for evaluation. During visual inspection, the male luer was observed separated from the tubing. The insertion of the tubing was further measured and the results were within product specifications. Due to the nature of the returned device, no further testing could be performed. The reported condition was verified. The cause of the condition could not be determined. There are current prevention measures in place related to this failure mode. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, the one-link non-dehp y-type microbore catheter extension set separated. The male luer lock was observed to have separated from the tubing. This event occurred during product evaluation; therefore, there was no patient involvement. No additional information is available.